Event description:
Boston Scientific provided the following information: The pt is undergoing a lead revision and physician is opting to replace generator was well.

Manufacturer narrative:
Combination Product: YES.The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.